Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 129 ohms. Technical services (ts) noted that impedances have been gradually rising over the last year. Ts provided troubleshooting options and recommended to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.